Manufacturer narrative:
Citation: bautista-hernandez v true aneurysmal dilatation of a contegra conduit after right ventricular outflow tract reconstruction: a novel mechanism of conduit failure. Ann thorac surg. 2008 dec;86(6):1976-7. Doi: 10.1016/j.athoracsur.2008.04.104. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding (B)(6) year-old girl with medical history of vacterl syndrome, double outlet right ventricle, atrial septal defect, ventricular septal defect and pulmonary atresia who had anatomic repair surgery along with interposition of 8-mm pulmonary homograft between the right ventricle (rv) and the pulmonary artery (pa), ventricular septal defect closure at 12 days of age. At 16-month age, she underwent mitral valvuloplasty due to mitral stenosis along with rv¿pa homograft replacement with a 14-mm medtronic contegra rv¿pa conduit. No serial number was provided. 13-months post-implant the conduit was replaced with 20-mm aortic homograft due to aneurysmal dilatation of the 14-mm contegra conduit to 26 to 28-mm, pulmonary hypertension, and suspected compression of malpositioned right coronary artery. No additional adverse patient effects or product performance issues were reported.